Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) had an issue with the ac power supply. The biomed advised that when the cardiosave iabp was installed the service territory manager (stm) removed the screws from the removable ac power supply in order for it to fit within the cardiosave battery storage case. When they removed the power supply from the battery case the screws would not "re-thread" into the power supply and the power cord that connects to this part was missing. This device has never been used clinically and the customer is requesting replacement of the device. Until they receive a replacement for this item they are not able to transport their new cardiosave iabp since they do not have a working removable ac power supply. Additionally, it was also reported that the power cord that connects to that part of the unit was missing. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) had an issue with the ac power supply. The biomed advised that when the cardiosave iabp was installed the service territory manager (stm) removed the screws from the removable ac power supply in order for it to fit within the cardiosave battery storage case. When they removed the power supply from the battery case the screws would not "re-thread" into the power supply and the power cord that connects to this part was missing. This device has never been used clinically and the customer is requesting replacement of the device. Until they receive a replacement for this item they are not able to transport their new cardiosave iabp since they do not have a working removable ac power supply. Additionally, it was also reported that the power cord that connects to that part of the unit was missing. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d1, d4(serial#), g4, g7, h2, h3, h4, h6, h10, h11. The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) reported that the issue has been resolved, and that the device has been in clinical use since installation with no issues. The a/c adapter was disposed of and is unable to be returned for evaluation. No further investigation is required.